Event description:
It was reported that the user experienced a low blood glucose event with a capillary bgm value of 37 mg/dl while the g7 cgm displayed 105 mg/dl; ems evaluated the user, advised carbohydrate intake, and glucose returned to range, after which the cgm sensor was replaced and readings continued in range; the user has been undergoing intensive radiation treatment, and the medical device problem and device component could not be determined due to insufficient information. Symptoms included hypoglycemia with confusion, disorientation, and lethargy. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.